Event description:
It was reported the patient received inappropriate therapy. Insulation and lead fracture were found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported fracture was confirmed in the laboratory. Analysis found lead fracture due to fatigue. No insulation anomaly was observed on partial returned lead.